Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: the journal of arthroscopic and related surgery, vol 25, no 10 (october), 2009: pp 1075-1084; doi:10.1016/j.arthro.2009.04.073. (B)(4).

Event description:
It was reported via a jounal article "title : the role of arthroscopy in revision of failed open anterior stabilization of the shoulder" author : pascal boileau, m.d., julian richou, m.d., antirea lisai, m.d., christopher chuinartd, m.d., m.p.h., and ryan t. Bicknell, m.d., m.sc, f.r.c.s.(c. Citation: the journal of arthroscopic and related surgery, vol 25, no 10 (october), 2009: pp 1075-1084; doi:10.1016/j.arthro.2009.04.073. The aim of this retrospective study is to evaluate the subjective and functional results of revision arthroscopic stabilization after failure of open anterior shoulder stabilization. Between 1996 and 2004, a total of 22 patients (22 shoulders, n=17 men n=5 women, mean age of 31 years) underwent revision with an arthroscopic repair. An arthroscopic bankart repair was performed and used a monofilament absorbable no. 1 suture (polydioxanone [pds]; ethicon). Complaint included a reflex sympathetic dystrophy postoperatively (n=1), and recurrent subluxation (n=1) (initially treated by a bone block procedure). The results of this study presented that the arthroscopic revision of failed open anterior shoulder stabilization provides satisfactory results in a selected patient population.